Event description:
It was reported that there was potential oversensing or noise with the right ventricular (rv) lead. The physician did isometrics but the noise/oversensing could not be reproduced. The rv lead remains in use and the physician is monitoring without any intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).